Manufacturer narrative:
B)(4).

Event description:
It was reported that the patient received several shocks for vf. The last shocks were unsuccessful. The patient was intubated in the hospital and was stable. Drop in r-wave amplitude was noted. Dft test was performed which failed to rescue the patient. Lead was capped on b)(6) 2017. The old device was electively explanted and, a new lead and a new device were implanted on b)(6) 2017, which successfully converted the patient. The patient was stable following the procedure and will be followed normally.